Manufacturer narrative:
The customer¿s report of the system failing to alarm when the infusion completed was confirmed. Analysis of the pcu event log shows that the delay feature was used when programming the dextrose 10% infusion. The customer defined default callback option was set for ¿before¿. Because the infusion delay was programmed for only a ¿before¿ callback, when the infusion completed no audible warning occurred. When no ¿after¿ callback is programmed for a delay infusion, by design the only indication that the infusion completed is that an ¿infusion complete¿ message scrolls across the pump module display. Since by definition, an infusion with delay options infuses for a programmed period of time, it is assumed that another infusing IV line keeps the vein open until the delayed infusion begin. When a delay is programmed, the infusion stops when complete and no kvo is delivered. The root cause of the customer¿s report of the system failing to alarm when infusion completed was identified as user programming. No devices received, log review only.

Event description:
The customer reported that an infusion of 250ml of d10w was programmed to infuse at 13ml/hr for low blood sugar, however the device failed to alarm when completed as expected. The infusion had been placed into the delay mode while the patient was bathed and restarted about 2:15am. The patient¿s blood sugar decreased from 64 to 39 but improved when the infusion was restarted.